Manufacturer narrative:
No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
Patient sought medical treatment on unknown date and with symptoms of irritation, redness and inflammation in the right eye (od) and states they were diagnosed with an infection of the eye. The patient was prescribed eye drops, medication not specified. The eye care provider described the conditions resulted in temporary decrease in visual acuity and has fully resolved. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, and lack of medical information.